Manufacturer narrative:
Initial report g3 date received by manufacturer: 03/25/2023.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 170 mg/dl.